Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the photographic and x-ray evidence found nothing indicative of a device nonconformance that could have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved provided for this device.

Event description:
On (B)(6) 2018, the patient had a right partial knee replacement. On (B)(6) 2019 the patient had a right partial knee revision. The patient reports pain, and it was noted that there were two dislodgements of the insert. It should be noted that the there were no time frames listed for the patient harms. There was also no mention of manufacturer of implants. Radiographs from (B)(6) 2019, we were reported to show a partial knee arthroplasty with what appears to be a dislodged polyethylene and there is also lateral patellar tracking and lateral patellar tilt. ¿there appears to be an undersized tibial component¿.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. Review of the photographic and x-ray evidence found nothing indicative of a device nonconformance that could have contributed to the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from a california department of public health, food and drug, received a complaint in october 2019 and emailed our firm 10/17/2019, but she never received a reply. The complainant had a partial knee replacement with a depuy sigma uka product installed on (B)(6) 2018. The complainant stated he had completed his rehabilitation. While the complainant was walking upstairs, the partial knee replacement failed him by ¿coming out of place¿. Complainant stated he had received permission by his doctor to walk upstairs. The revision surgery was (B)(6) 2019. Complainant believes the medical device was defective. Doi: (B)(6) 2018 - dor: (B)(6) 2019 (unk knee).